Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: j0527219v, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the previous system was explanted. The lead broke off and it was left behind in the patient. Hcp called previously for this patient and stated that the MRI was not related to the device. No symptoms reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.